Event description:
It was reported that, during a convective radiofrequency water vapor thermal therapy, this rezum delivery device, designed to deliver fifteen applications of steam, delivered only thirteen. After the last application, the associated generator issued a message stating there were no more applications available. Due to this, the procedure was cancelled. There were no patient complications. This event is being reported for an aborted procedure with a patient under anesthesia or sedation status unknown.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. However, risk and labeling review found that incomplete treatment is a known risk of the device. Additionally, the evidence from the product record review did not identify a potential product quality issue or new patient harm. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation. H3 other text : the device did not return to bsc for analysis.

Event description:
It was reported that, during a convective radiofrequency water vapor thermal therapy, this rezum delivery device, designed to deliver fifteen applications of steam, delivered only thirteen. After the last application, the associated generator issued a message stating there were no more applications available. Due to this, the procedure was cancelled. There were no patient complications. This event is being reported for an aborted procedure with a patient under anesthesia or sedation status unknown.